Manufacturer narrative:
Supp1 not applicable due to initial duplicate. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Off label - acd 3.0 of a 49 year patient. Initial duplicate report. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -10.5/4.0/079 (sphere/cylinder/axis) tore/broke during injection/delivery into the patient's left eye (os) on 17-jul-2022. The lens was exchanged with the replacement lens and the problem was resolved. No patient injury was reported. Cause of the event is unknown.

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -10.5/4.0/079 (sphere/cylinder/axis) tore/broke during injection/delivery into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged with the replacement lens and the problem was resolved. No patient injury was reported. Cause of the event is unknown.

Manufacturer narrative:
Patient weight,ethnicity and race: unk. Work order search: no similar complaints within associated lots were found. Off label - acd 3.0 of a 49 year patient. Claim# (B)(4).